Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had no magnet response, and could not be interrogated with programmer. No further information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No patient complications have been reported asa result of this event.